Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and functional inspection was performed. The reported difficulty to position was confirmed. The reported difficulty to remove from introducer sheath was unable to be confirmed due to the returned condition of the embolic protection system. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The noted wrinkles on the pod and bend on the shaft likely occurred during loading of the filter into the pod. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, the following information was provided: the procedure was to treat the right internal carotid artery, with eccentric plate in bulbar region (proximal), followed by segmental stenosis to the plaque with about 1.0cm after plaque (intense), stenosis of approximately 80% (probable structural damage). No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an unknown lesion. The emboshield nav6 was prepared with no issue. The sheath used during the procedure was a 6 fr. It was positioned correctly but when the emboshield was advanced, the filter could not move further than 1 cm in the distal sheath. The filter could not be advanced nor removed, even with excessive force, which dislocated the sheath from its original position. The shorter sheath and emboshield nav 6 were removed together. A 260 cm guide wire was then used with a 7fr guide and a new filter. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.